Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the rn called the hot line concerning an intra-aortic balloon pump (iabp) that was removed from the pt earlier in the day due to multiple issues. The rn stated that the pump was sent back to the cath lab. The rn thought the pump was going to be looked at, but nothing further was done with the pump. The rn is now trying to troubleshoot the multiple issues experienced earlier in the day. The rn said that they had placed the pump in standby to get a "native bp" and when they tried to restart the pump it would not restart. After "pushing several buttons and changing the trigger," the pump restarted. The rn said she had placed the pump in operator when it didn't restart. A short time later, while pump was still in operator, the rn didn't feel the balloon was inflating properly so the rn said that she took volume out of the balloon. This did not correct the timing issue. As a result, the rn put the intra-aortic balloon (iab) back to full volume. The pump would not restart again and alarmed "purge failure alarm." According to the rn, "the pump was off again for a few minutes and restarted pumping after pushing several buttons." The clinical support specialist (css) verified with the rn that the pt is currently being supported on a second iabp. Per the rn the pt is doing very well and is off all pressors and will be placed on 1:4 in the morning for weaning. The css explained that there are many reasons why the pump may not have restarted pumping: if the helium could not get into the balloon, loss of trigger, loose connections and kinks along the gas path. The rn does not currently have the pump with her and the css explained that since pump has been powered down, the alarm history is now gone and may be difficult to recreate the alarms. The rn asked the css if pump would be safe to be put back into svc since they only have 2 pumps in the hosp. The css asked the rn if they had a simulator so that the pump could be connected to see if any alarms occurred. The rn said she does not know where it is kept. The css suggested that they have biomed check the pump before it is placed back into svc. The rn said that they have access to loaner pumps from another hosp and she will pursue that until their pump can be checked out.